Event description:
It was reported that the patient connector of the transfer set was not connecting to the titanium adapter when the transfer set was changed. There was no patient injury or medical intervention indicated at the time of the report.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. An evaluation of the actual sample was conducted. Visual inspection, leak testing and clear passage testing was performed with no issues noted. Functionally hand tightened a lab titanium adapter to set with difficulty noted. The sample was confirmed for the reported problem. Dimensional inspection of the returned transfer set sample identified that the inside diameter of the catheter adapter shroud was below nominal. Improvements were made to the mold and molding department procedures. A supplemental report will be submitted if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). There was no difficulty noted with functionally hand tightening a lab titanium adapter to the set as previously reported from the sample evaluation. The device was confirmed for the reported issue because the inside diameter of the patient connector of the returned transfer set was found to be outside of the specification. Should additional relevant information become available, a follow-up report will be submitted.